Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a defective transistor on the computer/analog board. The root cause for the defected transistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.